Event description:
It was reported that the insulin pump display was partly black. Customer stated it was impossible to read all information properly. No further information provided.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked liquid crystal display zebra connector. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.